Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 214 mg/dl and their sensor glucose read 40 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. It was also found the customer had a calibration error and change sensor alarm with their sensor. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.